Event description:
Boston scientific crm received information that this right ventricular (rv) lead was exhibiting high out of range pacing impedance measurements greater than 2000 ohms. It was reported that the impedances have increased over the last 3 months. Additionally, there was a low intrinsic amplitude measurements observed. No adverse patient effects have been reported. There has been no noise on any stored electrograms at this time. Additional information indicates that this patient was being referred to a different physician for possible intervention. At this time, no further information has been made available.

Event description:
Subsequent information indicates that this rv lead was explanted due to high impedance issue. There were no indications of pacing inhibition, oversensing or inappropriate tachy detection issues. A new lead was successfully placed and there were no adverse patient effects observed.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.